Manufacturer narrative:
Evaluation method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. (Please see MFR #1627487-2011-00989 for device 2) it was reported that one of the pt's leads had migrated. On (B)(6) 2011, surgical intervention was undertaken to replace the pt's percutaneous leads with a paddle lead. When the physician opened the ipg pocket, csf fluid was observed. It was reported that no dural tear had occurred, and the pt had not exhibited any symptoms typically associated with a csf leak. During the explant procedure, the physician pulled on the leads from the ipg site to remove them, and both leads broke in half. The terminal ends of the leads were discarded. The physician thought the distal ends of the leads were under the dura because he could not locate them. The physician left the distal lead fragments in the pt and subsequently implanted the paddle lead.